Event description:
Pump displayed a cartridge change error. Customer's blood glucose did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Cts instructed the customer to remove the cartridge and inspect the o-ring, finding it damaged. After unsuccessful attempts with two cartridges, cts decided to replace the pump. The customer intended to use the current pump as backup therapy and was guided to put the pump in storage mode before returning it to tandem. The return process was understood by the customer.